Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly possible infection. The patella extracted due to peg pushing thru the bone an dpicturing skin. The patella was not implanted again due to thin bone make up of the